Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implanted: (B)(6) 2013, product type: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been in and out of the hospital for the last 2 months because they were unresponsive and in pain. Patient said they looked like they were having a stroke, patient was unresponsive and their tongue was hanging out of their mouth. Patient also said their ocd is getting really bad again and their anxiety is getting worse. Patient is sleepwalking and they were outside in the middle of the night. Patient's healthcare provider told the patient to go to the ER and have them call manufacturer if the episode happens again. The patient was redirected to their healthcare provider to further address the issue. Patient said they let the right-side battery die on purpose because the patient was doing so much better with the left side battery off. Patient said while the right side was off, they still charged it sometimes. Patient charged the left and right side implanted neurostimulators. Patient was able to fully charge the left implant and the right implant on the (B)(6). During the call the patient got the poor communication screen on the patient programmer and the reposition antenna screen on the recharger. Patient used the recharging antenna on the left stimulator and got the full charge screen. The issue was not resolved through troubleshooting. Patient will follow up w/ healthcare provider. Patient said their physiatrist thinks there is a loose wire. Patient said the left ins is not in the pocket and they nick it when they shave their arm pit. Patient also experiences their arm twitching, not being able to think of the words they want to say and shocks on the left side. Patient said the shocks on the left side have been happening a lot more lately. Patient has an appointment on the (B)(6). Additional information received from hcp that a stroke was not confirmed to have occurred. They confirm that patient was in and out of the hospital, unresponsive at times, and ocd/anxiety getting worse. They confirm that these issues are not device related. Device was interrogated while they were in the hospital and was functioning normally. However, patient has been complaining about left ins being loose in the pocket which they plan to reposition. Left ins was functioning normally otherwise.

Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp indicating that date of revision surgery is still to be determined. The cause of the implant being loose in the pocket remains unknown. The ins will be replaced/repositioned at that time and the extension will be replaced as well if there is evidence of a fracture or impedances. The shocking has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 37612 serial# (B)(6) implanted: (B)(6) 2013: product type implantable neurostim ulator product ID 3550-29 product type accessory product ID 3550-29 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.